Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited a fault code 3 during a routine follow-up examination. The fault code indicates the ICD exhibited voltage on the leads. It was reported that the patient has not received any recent shocks or external cardioversions. The fault code was cleared and when a manual capacitor reformation was attempted the fault code re-appeared. The ICD was removed.